Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had leftover some volume of drug when the infusion was completed and nurses adding 10-15mls to the vtbi to ensure the infusion completes. This observation was reported to bd associate during their site visit. There was patient involvement, but no harm.

Event description:
It was reported that the device had leftover some volume of drug when the infusion was completed and nurses adding 10-15mls to the vtbi to ensure the infusion completes. This observation was reported to bd associate during their site visit. There was patient involvement, but no harm.